Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that the blood glucose was high. The customer¿s father reported that he thinks he is not getting insulin properly. They already changed the infusion set and reservoir several times but getting no delivery alert. Customer states the insulin exited during 5.0 unit fill. The customer¿s blood glucose was 454mg/dl and was not able to treat it. The customer decline to troubleshoot as he was frustrated. The insulin pump will not be returned for analysis.